Event description:
Ous MDR - after an implantation time of about 7 months, oversensing was reported via homemonitoring. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation from the outside about 27 cm distal of the is-1 connector pin and fraying of the coating of the rope conductor to the ring electrode from the outside at the same site were noted. This damage can with high probability be regarded as the cause for the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.